Manufacturer narrative:
Qc before and after the event was within ranges. A field service engineer (fse) was dispatched: the fse noted the crem reaction cup and stirrer bar were dirty. The fse cleaned the reaction cup and replaced the stirrer bar. The fse performed calibration and verified the functionality of the crem stirrer motor. Hardware issues addressed by the fse may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result generated by the synchron lx20 clinical system for one patient. The initial crem result of 3.79 mg/dl was reported out of the lab. The patient was redrawn and a lower result was obtained (0.85 mg/dl). The original sample was re-tested and repeated result was 0.78 mg/dl. The result was amended. Neither death or injury was reported.